Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer had difficulty priming a clearlink blood recipient set. It was further specified that, the delivery of blood stops right above the filter after the bag empties. A baxter service representative met with the customer and stated that the issue might be caused by overfilling the blood filter chamber. The facility is going to work to be more consistent in filling the chamber to the halfway point as instructed. There was no patient involvement. No additional information is available.